Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not inflating as expected due to fluid loss in the reservoir. It was also noted that the pump remained stuck in the depressed position. The reservoir was explanted and replaced. There were no patient complications reported.